Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
This air-dermatome doesn´t work as it should, the speed is slow and it´s air leak somewhere. It was noticed when the technician tested the dermatome before surgery. There was no harm or delay associated with this event. No adverse events were reported as a result of this malfunction.

Event description:
No additional information received.

Manufacturer narrative:
On (B)(6) 2018, it was reported that the device did not work, the speed was slow and there was an air leak. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose, for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) once as documented in the repair reports in livelink. The last repair was july 29, 2010 where it was reported that the device required repair and the ball detent, control bar, reciprocating arm, seal and retaining ring, motor, handpiece assembly, machine head, thickness control lever, bearings, calibrating shaft, poppet assembly and o-ring were replaced. This is not a related issue. Product review of the air dermatome by medicrea on october 1, 2018 revealed that the bearings, spring seal, o-rings, poppet assembly, throttle hinge, throttle hinge gasket, seal screw, motor, reciprocating arm, aluminum lever, ball plunger, thickness control shaft, control bar, and swivel were all damaged. The hose had an air leak. Repair of the air dermatome was not performed by medicrea due to the customer not approving the repair quote. The device was sent back to the customer. The reported event the device did not work, the speed was slow and there was an air leak was confirmed since during product review the motor was in bad condition and the hose had a leak. The cause of the speed being low and the air leak was due to the motor and hose being damaged. The root cause of the speed being low and air leak could not be determined with the provided information since it is unknown how the motor and hose became damaged. Based on the information that was provided the root cause of the reported event could not be specifically determined.